Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886028 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. The patient was recovering from the peritonitis. Dianeal therapies were ongoing. An opinion of causality was not reported.